Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was extended. Blood/body fluid noted in the helix housing and in the neck region. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.

Event description:
It was reported that additional information was received from product investigation closure. A supplemental report is being filed. It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. During the ra lead extraction, the lead experienced removal difficulty. The lead helix exhibited retraction issues. The patient was treated with intravenous antibiotics. This is considered life-threatening situation and a surgical intervention was required to resolve the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. During the ra lead extraction, the lead experienced removal difficulty. The lead helix exhibited retraction issues. The patient was treated with intravenous antibiotics. This is considered life-threatening situation and a surgical intervention was required to resolve the issue. There were no additional adverse patient effects reported.